Event description:
Caller indicated the relion prime meter was reading high. About 6:30 am he took a fasting blood sugar reading and got 301. He took the normal amount of insulin that he would take for that reading. About 45 min later he felt dizzy, light headed and sweaty so he took a reading again and got 67. He said his sugar has never dropped that fast. He drank glucerna and ate a sandwich with milk to bring his sugar up. He also had a doctor appt today and his sugar reading at the doctor was in the 200s. When he got home about 10 min later he took a reading on the prime and it was 401. He does not trust the readings on this meter. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. The same lot of test strips believed to be involved in the incident were tested recently and performed to specification.